Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The suction regulator was replaced to resolve the issue. No patient information provided to date after calls to customer (B)(6) 2023. Unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that the suction knob was stuck resulting in loss of suction during a case. There was no patient injury.